Event description:
Pt was implanted with lcp medial distal tibia plate construct for an orif distal tibia on an unk date in (B)(6). Pt was returned to operating room on (B)(6) 2012 for revision surgery. The plate broke post-operative from an unk precipitating incident on unk date. No complaints against the screws; all were intact. The surgeon explanted all hardware and revised pt to competitor's plate and screw construct.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of synthes device history records for manufacturing revealed no complaint related issues. All released parts from subject product lot met applicable visual and dimensional specification requirements.